Event description:
The pt died following "acute insufficiency of the mitral valve caused by displacement of the valvular disk with a partial detachment of one of the metal brackets of the mechanical valve."